Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: yi, changryul claud, et al. ¿a multicenter, randomised, double-blind, comparative study of a multiphasic hyaluronic acid filler and existing hyaluronic acid fillers for temporary restoration of the midface volume of asian individuals.¿ journal of plastic reconstructive and aesthetic surgery, vol. 82, mar. 2023, pp. 92¿102. Https://doi.org/10.1016/j.bjps.2023.01.049. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of urinary tract infection and intracranial aneurysm, deemed not device related, are considered an unexpected adverse drug experience.

Event description:
In the article, "a multicenter, randomized, double-blind, comparative study of a multiphasic hyaluronic acid filler and existing hyaluronic acid fillers for temporary restoration of the midface volume of asian individuals," noted 48 patients were pretreated with general anesthesia (zoletil 50) and injected with 0.5mls of juvéderm® voluma® with lidocaine in the midface. The article noted the following adverse events occurred in the patient population, regardless of device relationship: 1 patient with pruritus, 2 patients with bruises, 2 patients experienced pain and 1 patient experienced injection site discomfort; 1 patient experienced pyrexia; 1 patient experienced swelling of the face; 1 patient experienced sensation of foreign body; 1 patient experienced a urinary tract infection; 1 patient experienced an intracranial aneurysm; 2 patients experienced chronic gastritis; 1 patient experienced arthraglia; 1 patient experienced a thorax deformity; 1 patient experienced a food allergy; 1 patient experienced gastroesophageal reflux disease; 1 patient experienced constipation; 1 patient experienced a vaginal hemorrhage; 1 patient experienced alopecia; 1 patient experienced osteoarthritis; 1 patient experienced hypogonadism; and 1 patient experienced piriformis syndrome. The article noted some of the adverse events required treatment, but they were not specified. Symptoms status is unknown.